Event description:
Pacemaker was implanted on (B)(6) 2011. Pt was sent home. The following day she felt a tapping in her chest. This was followed by a prickly sensation. Eventually she experienced severe chest pain. An EKG and xray was done. She was told that the pacemaker was pacing more than previously anticipated. Pain continued to intensify. She had sleep disturbance, gasping for breath, crying and decreased range of motion. Informed that it was inflammatory pericarditis. She was given toradol for 5 days. Pt started having a low grade temperature. It was discovered on (B)(6) 2011 that she had a ventricular perforation caused by lead migration. Lead was relocated and she stayed overnight in the ICU. She was told that she lost a severe amount of rbc's. Currently, pain continues. She has been unable to work and is on restricted activity. Dr believes she has inflammatory pericarditis for the 2nd time. She stated that her dr believes that because the lead used was new and lot is not known about it. It is larger and thicker than the previous leads that were used. The helix of the device is shaper and longer. The lead may have migrated slightly again. Electrical testing has been done and results are fine. Stabbing pain continues. Pt is concerned another perforation is possible.